Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2019-00298.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cemented femoral component, catalog # 00576401652, lot # unknown. Unknown tibial tray. Unknown patella. Report source: foreign source- (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded.

Event description:
It was reported that the patient underwent an initial knee arthroplasty about eight years ago. Subsequently, the patient was revised due to instability with gait, last month. It was noted during the procedure there was no apparent issues with the implant. The patient's anatomy had changed to include postero-lateral corner instability causing instability with the patient's gait.